Manufacturer narrative:
Cda logs downloaded and research and development (r&d) for analysis. Confirmed customer¿s complaint through r&d analysis of the event alarm logs. Could not duplicate customer¿s complaint through physical testing of the device. Device passed self-test with no error alarms. Programmed the device to run at a high rate of 999 ml/hr. And vtbi of 100. During the middle of the infusion, induced air into line a. Device alarmed with proximal air in line a. Device passed the protocol and alarmed correctly. Programmed the device to run at a high rate of 999 ml/hr. And vtbi of 100. During the middle of the infusion, induced air into line b. Device alarmed with proximal air in line b. Device passed the protocol and alarmed correctly. Device passed distal and proximal air in line pvt test. Device passed proximal occlusion pvt test. Probable cause is history was confirmed by r&d through review of the event alarm logs but was not duplicated during testing at the service hub. Engineering summarizes findings: engineering finds that the user programmed line a for 1000ml vtbi and rate: 999ml/hr. After 59 minutes and 51 seconds the infusion was completed, and we got vtbi completed alarm; later the kvo infusion started for 1ml/hr. Again, the infusion started with vtbi 50ml and rate 999ml/hr. But the infusion was stopped by proximal air in line a alarm and after this the device was put through a power cycle and a new bag was added. After this the infusions were working as expected. From the logs provided, engineering evaluates that the first infusion completed, and we got vtbi completed alarm and kvo infusion was running when the user reprogrammed the vtbi for 50ml and we got proximal air in line a alarm as per protocol infusing any air. Engineering also finds that the previous infusion was in kvo mode and did not infuse any volume before being programmed by the user for 50ml vtbi. According to technical service manual document, proximal air in line-on-line a alarm occurs when the single air bolus detected at the proximal sensor in line a exceeds the air detection threshold. The clear condition is to back prime and clear the air inside the tube. To conclude: engineering concludes that the customer complaint of ¿failure to detect air in line¿ is confirmed since programming suggests (potentially) that the user was trying to infuse (1000 ml + 50 ml + 1500 ml, finally stopped after total of 1018.2 ml actual). D9 device returned to manufacturer on 12/6/2024.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a plum 360 was found to have allowed air to pass to the patient during use in the cancer center. The reporter stated that the device infused air into a patient. The pm process or recreating the scenario shows a flaw in the pump. The medication infusing at the time of the event was 9% sodium chloride bolus and 1000ml running at 999. The pump did not alarm with distal or proximal air and continued to pump air into the patient after the fluid emptied, causing the bag to collapse from suction. The manufacturer of medication was ICU medical, ndc#0990-7983-09 and lot number 1018657. The pump was available for return or evaluation including the tubing set. There was no adverse event since the nurse was able to catch it in time.